Event description:
A minor fire and smoke were reported to be emitted from the x-ray generator located in the gantry assembly. Fire dept was summoned to extinguish. No personal injuries nor requirement for medical attention have been reported.